Manufacturer narrative:
(B)(4). Physio-control further evaluated the customer¿s device and verified the reported issue. Physio replaced the patient parameter pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed patient parameter pcb assembly. It observed that integrated circuit, designator u3 was temperature sensitive and when warmed up caused a 20 second delay for the device to boot up.

Event description:
The customer contacted physio-control to report that their device displayed the service indicator and logged a non-critical event codes. Upon evaluation of the customer¿s device, physio-control observed that the device took greater than 30 seconds to boot up upon power on. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.